Event description:
It was reported that the patients artificial urinary sphincter device malfunctioned resulting in the patient experiencing recurring incontinence. Examination by the physician identified the urethra was intact. The aus cuff and balloon were explanted and replaced. There were no further patient complications.